Manufacturer narrative:
Method: the actual device was not evaluated, however implantech reviewed production records, as well as performing trend analysis. Results: no device problem was found. There have been no other reports of infection with either the manufacturing lot or associated sterile lot. Conclusion: seromas are a known inherent risk of implant procedures and are addressed in the product labeling.

Event description:
Complainant reported that patient had gluteal implants explanted approximately 3.5 months post-operatively due to recurring seromas. (This constitutes the report for the left side device. Refer to 2028924-2022-00012 for report on the right side device involved in the same event and on the same patient.)